Event description:
Failure of cardiopulmonary bypass machine during CABG for approx 4 minutes. Perfusionist initially believed problem was with impeller head. Evaluation by bio med tech indicated cable coming from the scp control panel and going into the scp drive unit had been pulled out of the strain relief of the drive unit. Also scp drive unit found some of the connections inside the unit had been pulled up. They were all still waking a connection but were not seated properly.